Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 151 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer was also informed that the issue may be with the battery cap. The customer was sent a new battery cap and was informed to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.